Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. Multiple device codes were applied. Below clarifies what each was associated with. A0908 - inaccuracy a23 - registration issue medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the patient underwent an anterior lumbar interbody fusion at l5-s1 and direct lateral interbody fusions at l3-l4 and l4-l5, with posterior screws placed from l3-s1 and peek cages implanted. During the registration process, segmentation markers were not positioned correctly between disc spaces, and a yellow value was noted for s1 while green values were obtained for l3, l4, and l5. This was achieved in basic registration, referencing off of l4. After adjusting the segmentation markers to be in-between the disc spaces, the yellow value for s1 persisted. No shifts were detected for l3, l4, or l5, but an apparent shift was detected at s1 during image verification. A new oblique image was taken, but this did not resolve the issue. The system appeared to misidentify the inferior endplate of l5 as the superior endplate of s1. When the trajectory for s1 was checked using live c-arm imaging, the dilator position was found to be superior to the planned starting location. No patient complications have been reported as a result of this event. The surgical delay was less than one-hour. They were given a yellow value and thought there might be a shift on s1 so they proceeded using the c-arm for s1 without navigation. L3, l4, l5 were completed with the robotic arm. The deviation was between 3.5 millimeters (mm) and 10 mm.